Event description:
It was reported that during a tibial nail procedure, the fan spray tip fell off of the pulsavac fan kit and sprayed beyond the surgical field. The scrub tech involved was wearing hospital required mask with eye shield and still became exposed to the irrigation fluid. When the scrub tech was sprayed, she was immediately able to use the sink to flush the eye. She was directed to the emergency department to report the incident and have the eye further irrigated. The physician's assistant involved with the surgery, was led to believe that it was unk prior to the procedure that patient may have been potentially hiv positive. The employee is receiving appropriate health follow up according to hospital protocol; however, no add'l info could be released to zimmer surgical.

Manufacturer narrative:
The device was not returned to the MFR for eval. The device history records could not be reviewed as the lot number for the device was not supplied. Through clinical follow up with the customer, it was indicated that the pulsavac plus device used was from a lot that manufactured without locking the clip. According to the account, they had been in-serviced prior to the event.